Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 322 alarm was observed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower link switch. The lower auxiliary assembly will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.